Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. Receiver could not communicate with the global communication tool. The receiver screen reads the hardware error "call tech support" deeming this complaint reportable upon completion of the device evaluation on 04/17/2015. The customer complaint was confirmed. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 there was no receiver display except the backlight. Patient did not report any injury or medical intervention.